Event description:
It was reported that multiple intermittent insulin gauge fill estimates were inaccurate. Customer¿s blood glucose was 180 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.